Event description:
Contact reported a pump malfunction and issues with the infusion site during a call regarding a supply order. There was no adverse impact to the customer¿s blood glucose level. Anne marie did not provide detailed information about the infusion site problems and declined a callback or follow-up, indicating that she may reach out again later.